Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently, blood loss was noted. The male adapter plugs were connected to unspecified 24 gauge IV catheters. After unspecified lengths of time, it was reported that "minute amounts" of blood leaked from the connection of the male adapter plugs and the IV catheters. The male adapter plugs were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. The lot number of the devices that were in use is unk. The customer contact identified four possible lot numbers (plots). The possible lot numbers are 110535h, 950625h, 100925h, and 090615h. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.